Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter results were: 10:19 a.m. 5.6 inr, 10:22 a.m. 5.5 inr, 11:35 a.m. 5.7 inr. At 1:30 p.m. The laboratory result was 3.0 inr. A meter test was attempted after the laboratory result but was unsuccessful due to error 5 coding. No treatment was administered as the laboratory result was believed. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The patient has no known liver problems and no recent dietary changes. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.